Manufacturer narrative:
Patient age and weight are unknown. Device not reported as explanted. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon could not fix the end cap on the nail. There was a fifteen (15) minute delay to surgery time. The issue was resolved by suturing the holes of the spiral blade with the head of humerus to prevent the blade from sliding backwards. Patient had also her hip fixed on the same day with a dynamic hip system. The patient's condition is reported as stable. This is report 1 of 4 for (B)(4).